Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: nov 5, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a biohazard bag. A "guide to shipping jjsv customer returns" with the complaint product serial number was also received. During a visual inspection, the device was inspected under magnification. The lens was received coated in viscoelastic residue. The lens was cleaned revealing no issues that could cause or contribute to the complaint issue reported. The physical characteristics of the received lens was confirmed to match that of a diu450 model lens. No further evaluation was performed. The complaint issues reported could not be confirmed during product evaluation, and no issues were identified. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The diu450 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient had blurry distance visual acuity with a residual refraction, affecting his daily activities, thus the iol was explanted in a secondary surgical procedure and replaced with a diu300 13.0 iol. Best corrected visual acuity pre-operative was 20/25 -4.25 -2.00 x 180 and post-operative was 20/20 +0.05 -0.75 x 105. Patient prognosis post lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: male section d-6b date explanted: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.